Event description:
This event was reported as severe mitral regurgitation. Tee performed and it could be seen that mitral ring had dehisced with a tear in the annulus area at posteromedial commissure with severe mitral regurgitation. Pt also had opaque foramen ovale or an atrial septal defect. Also congestive heart failure and pulmonary edema. No further info was provided.